Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they performed a bolus on their insulin pump but insulin did not exit the tubing. The patient's blood glucose level was 9.8 mmol/l at the time of the call. The customer did not return the product back for analysis.